Manufacturer narrative:
Following evacuation of the room, the table began to smoke. User facility personnel immediately contacted the fire department. Following the reported event, the cmax surgical table was removed from service. A steris service technician arrived onsite to inspect the cmax surgical table. The technician found that the surgical table required repair; however, the user facility did not want the table to be repaired. The table currently remains out of service. The cmax surgical table was placed into service in 2009 and is serviced and maintained by the user facility. Since install of the table, steris has not performed any preventive maintenance activities. The cmax surgical table operator manual states pg.1-2, "warning-personal injury and/or equipment damage hazard, repairs and adjustment must be made only by steris or steris-trained service personnel. Maintenance performed by unqualified personnel or installation of unauthorized parts could cause personal injury, result in improper equipment performance, invalidate the warranty or result in costly damage. Contact steris regarding service options." Steris engineering requested components of the table be returned for evaluation. Per their evaluation, the root cause of the reported event is attributed to the battery-fuse-charger cable. This cable is directly connected to the two surgical table batteries which became pinched under the table column. The cable broke free from its properly routed position subsequently causing the cable to become trapped under the column. Once this occurred, the column cut into the wiring and created a direct short to the ground which led to the reported event.

Event description:
The user facility reported that during a patient procedure, a burning smell was emitting from the base of their cmax surgical table. The patient was immediately transferred to another table. The patient and or staff evacuated the room. No report of injury.